Event description:
This case is no longer reportable.

Manufacturer narrative:
Additional information was received that use error (cassette bay was damaged internally and externally by the user which would not allow the cassette to be seated correctly). No reported patient injury. According to the gehc medical director, based on the below-described mitigations that are in place to ensure safe use of an anesthesia device in the event that a vaporizer malfunction may occur, it is unlikely that there would be patient harm. The reason for this attestation relies on the following: per apsf, asa, en 60601-2-13:2006, and aana, agent monitoring is recommended ge machine and vaporizer user manuals recommend agent monitoring good clinical practice would help prevent a serious adverse patient outcome ample time to take corrective action to help prevent death/serious injury. Anesthesia system is a fully attended device, to be used only by qualified practitioners any issue is dealt with immediately. The anesthesia provider titrates to a desired effect. Other vital signs are used in addition to vaporizer dial settings to determine the titration to effect results: monitoring of oxygenation, ventilation, circulation, and temperature are standard for basic monitoring. If insufficient anesthetic agent is delivered to a patient, there is a risk for light anesthesia. However, the clinician, who is in constant attendance at the patient bedside, can monitor patient sedation level clinically or with patient monitors (i.e. Bispectral index measures) and titrate sedation to the desired effect. This titration is considered to be within a clinics normal operating practice. This monitoring will prevent light anesthesia from progressing to the point that a serious patient injury may occur, namely post-traumatic stress disorder. Block a: patient information could not be obtained due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.